Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The blood glucose reading was 78mg/dl. It was stated that the customer was experiencing unexplained low glucose for the past several days. It was stated that the customer had a seizure and passed out. Troubleshooting was performed. Reviewed the programming and found that the time and date were changing on its own. It was stated that his doctor recommended having the insulin pump replaced. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.